Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# 60683031, implanted: (B)(6) 2026, explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 02-oct-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2026. It was reported that there was broken lead, lead damaged or lead cut. The electrode area of the lead looked damaged/broken/unusable. So, a new one was used in its place. The cause was not known. The issue was resolved. During operation room (or), they opened the 2nd pne lead kit and realized that it was broken. Physician said it was unusable and requested a new one. The surgery center was requesting for reimbursement in the form as a replacement of the defective lead sent due to defective lead.